Event description:
Procedure type: low anterior resection/double stapling. According to the reporter: the rectum was closed with ta. A purstring was used on the oral side and the (B)(4) anvil was placed. After firing, the stapler could not be removed and was pulled out forcibly. Since it was highly possible that sigmoid was not resected, anastomosis was performed again and covering stoma was also created. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).